Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient revised due to instability. Dr. (B)(6) removed the 12 mm poly and replaced it with a 17 mm poly.